Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead displayed a gradual increase in pace impedance measurements. Four months ago, at implant the impedance was around 70 ohms range and now in the 100 ohms range. In early june, there were two spikes of shock impedance up to 140 ohms however, the health care professional (hcp) suspected that this could had been related to the patient having covid-19. In addition, there was also evidence of right atrial (ra) impedances greater than 3000 ohms and rv impedance greater than 3000 ohms. Isometrics was performed and no noise was present. A follow up report was reviewed by technical services (ts) and the increase of impedance was confirmed. Ts recommended programming options and to continue monitoring this patient. At this time, this device remains in service. No adverse patient effects reported.